Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the cubie drawer had failed to open. The customer stated that malfunction caused delay when user was trying to issue medication to patient and user managed to get medications from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cubie drawer had failed to open. A field service engineer found no hardware failure on the station. The fse contacted the customer, and it was confirmed that the issue had been resolved, which the customer did. The customer then tested the station. The system functioned as intended after the field service engineer investigated the device.